Manufacturer narrative:
The company opened a CAPA to investigate late reporting issues. After a retrospective review, this complaint was found to be reportable to the us FDA and is therefore reported now. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Impossible to read the bar code of the pacemaker - packaging available for analyses.